Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the shaft of an ophthalmic knife was too thick in the middle to enter a cannula during surgery. The surgery was completed the same day after replacing the knife with another one, and there was no impact on the patient.

Manufacturer narrative:
Corrected information was provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event shaft was too thick in the middle to enter a cannula is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The FDA product code of a010103 has been retracted. No further reports will be scheduled under mfg report num: 2523835-2025-01220. The manufacturer internal reference number is: (B)(4).